Manufacturer narrative:
The inlet failed during measurement. The inlet gasket was difficult to move for aspiration position. When inspected, the inlet module was "contaminated" by something greasy fluid. Grease was found on the inlet guidepin which prevents the inlet gasket with holder from moving freely. The inlet module was originally mounted on the instrument that was installed in june 2025. It has been running until february without any issues. There has been no similar issues in the production and thus, it is concluded that the origin of the grease was from an external source.

Event description:
Radiometer complaint reference (B)(4). According to the complaint, measurements on the abl90 flex plus analyzer (serial number (B)(6)) were interrupted due to a defective inlet module. The customer collects capillary blood samples in duplicate, and this problem occurred with the capillary measurements. Therefore, no additional blood samples had to be taken from any patient due to this issue.